Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The 4.5x12mm liberte' stent was removed from the package stent fell off the balloon onto the table. The procedure was completed with another liberte' stent. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
(B)(4).